Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter which resulted in the pump shutting down. Reportedly, the customer was able to successfully charge the pump using a new tandem wall power adapter and using a new tandem usb cable. There was no adverse impact to the customer¿s blood glucose value.